Event description:
It was reported that a flogard infusion pump had a missing door latch. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a missing door latch was confirmed as a damaged door. The device was serviced on-site. Visual inspection and functional testing were performed. The cause was determined to be a damaged door. The door assembly was replaced to correct the reported condition.